Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) a blood glucose (bg) level above 700 mg/dl; cause was unknown. Customer attempted to address bg via a manual injection and bolus. The customer went to the emergency room (ER) and was admitted to the hospital where an insulin drip and IV fluids were administered to resolve the issue. Reportedly, the cartridge, infusion set, and insulin were in use for 5 days. Tandem technical support educated customer regarding cartridge/insulin labeling. The customer was released from the hospital on (B)(6) 2019 with no permanent damage.